Manufacturer narrative:
The previously submitted information in h11 was submitted in error. This is what should have been submitted. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation the subject device had a damaged ectro-magnetic valve cable interface. There was no patient involvement.

Manufacturer narrative:
The following investigation was conducted for the phenomenon reported by the customer and phenomenon newly found during inspection. <phenomenon reported by the customer> phenomenon 1: internal connector comes off (phenomenon reported by the customer was reproduced while checking at olympus) (refer to (B)(4). <phenomenon newly found during inspection> phenomenon 2: electromagnetic valve cable interface was damaged. Phenomenon 3: shockproof pad was damaged. *the same imdrf code was applied to phenomenon 1 and 2. *phenomenon 2 and 3 were not subject to investigation. <conclusion> conclusions of phenomenon 1: the device was inspected. As a result, phenomenon was reproduced. We confirmed the damaged electromagnetic valve cable interface was damaged, which seemed to have contributed to the reported phenomenon, in the device inspection results (B)(4). We surmised that phenomenon 1 occurred due to the damaged electromagnetic valve cable interface. <product analysis> the subject device was returned to olympus. Thus, investigation was conducted based on the check results at olympus. According to the olympus inspection results, phenomenon reported by the customer (phenomenon 1) was reproduced. (Refer to (B)(4) thus, we determined that the device did not satisfy its product specifications. Additionally, new phenomena (phenomenon 2 and 3) were confirmed during inspection. We checked repair history and confirmed that the subject device had no repair history within the last 12 months. We confirmed the following from the olympus inspection results/complaint information. ·provided information check: according to event description, the customer allegation was ¿internal connector comes off.¿ ·additional information check: according to additional information, this was subject to fca (fy24-omsc-06). ·inspection results check: we confirmed from the device inspection results (B)(4) attached to (B)(4) that phenomenon 1 was reproduced. ·inspection results check: we confirmed the damaged electromagnetic valve cable interface was damaged, which seemed to have contributed to the reported phenomenon, in the device inspection results (B)(4). <labeling review> as to phenomenon 1, there was no information suggesting that users did not properly manage or use the device according to the instruction manual. Thus, labeling review was not necessary. <DHR review> phenomenon 1 was not the phenomenon related to manufacturing, packaging, or labeling. Thus, DHR review was not necessary. <risk review> as to phenomenon 1, we checked rmf and confirmed that risk assessment for the phenomenon had been completed. <complaint history review> as to phenomenon 1, we performed complaint history check in the last 12 months. As a result, the same complaint was confirmed. No abnormality was confirmed in the trend of phenomenon 1. <CAPA history review> we performed CAPA history review for the issues related to phenomenon 1. As a result, related CAPA was not found. <determination of escalation> based on the investigation results, we determined that escalation was not necessary to further mitigate the risk. [Investigator] (B)(4). [E-mail] (B)(4).